Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) in which the shock did successfully convert the arrythmia. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.